Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right atrial (ra) lead was explanted and replaced during an right ventricular (rv) lead replacement procedure. The physician had a concern of a future ra lead fracture related to clavicular crush. The lead body was pulled apart during explant. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned portion of the lead was analyzed. Visual inspection of the lead noted both the internal and the external insulation was abraded through to the conductor coil. Damage to the lead tip and coil was observed and was felt to be consistent with damage during explant. Microscopic evaluation indicated that the insulation damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region.

Event description:
It was reported that this right atrial (ra) lead was explanted and replaced during an right ventricular (rv) lead replacement procedure. The physician had a concern of a future ra lead fracture related to clavicular crush. The lead body was pulled apart during explant. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned portion of the lead was analyzed. Visual inspection of the lead noted both the internal and the external insulation was abraded through to the conductor coil. Damage to the lead tip and coil was observed and was felt to be consistent with damage during explant. Microscopic evaluation indicated that the insulation damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region.

Event description:
It was reported that this right atrial (ra) lead was explanted and replaced during an right ventricular (rv) lead replacement procedure. The physician had a concern of a future ra lead fracture related to clavicular crush. The lead body was pulled apart during explant. No additional adverse patient effects were reported.